Manufacturer narrative:
While there is no indication patient injury resulted or that intervention was required, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a radix anker post separated approximately six months after placement; as of this report, the shaft is still in place, with the doctor planning on placing a new bridge.